Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5037056) in united states on (B)(6) 2014 who had essure (ess205) (fallopian tube occlusion insert) inserted in 2005 for permanent sterilization. According to her, she experienced a large dermoid cyst on her right ovary, ectopic pregnancy (device ineffective), bad cramps, missed period, heavy bleeding, migraines, loss of feeling in pelvic area (tingling sensations), loss of sex drive, swelling in abdomen, huge blood clots during period, dizziness, lightheaded, balance problems, recurring yeast infections, frequent urination, mood swings, depression, and no energy. She stated that it was taken away the quality of her life and she was alone. An injury (disability or permanent damage) was mentioned but not specified and /or assigned to one of the events. Follow-up will be requested. Follow-up received on (B)(4) 2014: information received from a (B)(6)-year-old female consumer who has no previous gynecological problems or procedures and does not have any other relevant medical history or concurrent conditions; states that she had essure (lot number l2138) inserted on (B)(6) 2005. In addition consumer reported that procedure was performed after pregnancy (delivery in (B)(6) 2005). As back-up contraception after essure insertion and before total occlusion confirmation consumer used condoms. No hysterosalpingogram test was performed since she had lost her insurance. Consumer confirmed all symptoms previously reported and states that the miscarriage occurred in 2013, but she is not a 100 per cent sure that it was a miscarriage. She states that she passed several large blood clots and something that might have been an early fetus. She had not done a pregnancy test and was about 5 days late for her period when it happened. Additionally consumer reported that the symptoms started in about 2009-2010 and informed that she saw her doctor regarding the symptoms; the diagnosis was dermoid cyst over ovary and she has to have it removed but states that she does not have insurance. Consumer was not hospitalized. Essure devices removal was not performed neither is planned. However, she absolutely believes that her condition was caused by the essure devices or did the essure devices contribute to the issue and states that she never had any problem before. Ptc (product technical complaint) investigation result received on (B)(4) 2014. The ptc global number for this report is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time per criteria established in (B)(4), "processing essure cases in (B)(4)," because an investigation of the same failure mode has already been initiated. Medical assessment: the reported events are not indicative of a quality defect per se. In this particular case, a lack of efficacy (pregnancy) was reported. A contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality deficit per se. No batch number was reported. Without this information neither a technical batch evaluation nor a batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. Due to lack of sample return and any valid batch information the rqu was unable to confirm any quality defect and therefore concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Follow-up received on (B)(4) 2014: the receptionist at doctor's office stated that the consumer was seen back in 2005 and not seen since then. She will check and have the doctor complete the forms if they could get an operative report from the hospital where she got the procedure done. No new clinical information. Company causality comment: this spontaneous case report refers to a (B)(6)-year-old female consumer who had essure (fallopian tube occlusion insert) inserted and experienced ectopic pregnancy, suspicious of miscarriage/passed several large blood clots and something that might have been an early fetus, dermoid cyst on my right ovary and heavy bleeding. Ectopic pregnancy, considered serious as disability by consumer, is listed according to the reference safety information for essure. Ectopic pregnancies have been reported among women with essure micro-inserts in place. Event was considered related to essure and regarded as incident. Suspicious of miscarriage, split into pregnancy (non-serious, listed) and abortion spontaneous (serious, unlisted). Pregnancy was considered related for essure, while causality for abortion cannot be assessed due to the lack of information. These events are regarded as non-incident. Due to the lack of information, it is not clear if the reported ectopic pregnancy and suspicion of miscarriage are the same or if they refer to different episodes and even if they were confirmed. Therefore, for the time being, both events were kept in the case. Heavy bleeding (listed) and dermoid cyst on my right ovary (unlisted) are serious as medically significant. During essure therapy abnormal genital bleeding and menses pattern changes may occur; therefore a causal relationship between the event heavy bleeding and essure cannot be excluded. Dermoid cysts (mature cystic teratomas) are the most common ovarian tumor. The mechanism by which these cysts develop is possibly by failure of meiosis. Considering the nature of dermoid cyst on my right ovary, it was considered unrelated to essure therapy. Also, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information is awaited.

Manufacturer narrative:
Follow up information received on 29-jun-2016: legal claim was received for this patient; this report is considered legal case from this date forward. The plaintiff was implanted on or about (B)(6) 2005; after being implanted with essure, she suffered from severe and permanent injuries. Company causality comment: this spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced ectopic pregnancy, suspicious of miscarriage/passed several large blood clots and something that might have been an early fetus, dermoid cyst on my right ovary and heavy bleeding. Ectopic pregnancy, considered serious as disability by consumer, is listed according to the reference safety information for essure. Ectopic pregnancies have been reported among women with essure micro-inserts in place, therefore this event was considered related to essure. Suspicious of miscarriage, was split into pregnancy (non-serious, listed) and abortion spontaneous (serious, unlisted). Pregnancy was considered related to essure, while causality for abortion cannot be assessed due to the lack of information. Due to the lack of information, it is not clear if the reported ectopic pregnancy and suspicion of miscarriage are the same or if they refer to different episodes and even if they were confirmed. Therefore, both events were kept in the case. Heavy bleeding (listed) and dermoid cyst on my right ovary (unlisted) are serious as medically significant. During essure therapy abnormal genital bleeding and menses pattern changes may occur; therefore a causal relationship between the event heavy bleeding and essure cannot be excluded. Dermoid cysts are the most common ovarian tumor. The mechanism by which these cysts develop is possibly by failure of meiosis. Considering the nature of dermoid cyst on my right ovary, it was considered unrelated to essure therapy. Also non-serious events were reported. This case was regarded as incident since serious injury was reported (ectopic pregnancy). Product technical complaint analysis concluded unconfirmed quality defect and that, based on the available information, there is no reason to suspect quality defect of the product. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up from 10-apr-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced ectopic pregnancy, suspicious of miscarriage/passed several large blood clots and something that might have been an early fetus, dermoid cyst on my right ovary and heavy bleeding. Ectopic pregnancy, considered serious as disability by consumer, is listed according to the reference safety information for essure. Ectopic pregnancies have been reported among women with essure micro-inserts in place, therefore this event was considered related to essure. Suspicious of miscarriage, was split into pregnancy (non-serious, listed) and abortion spontaneous (serious, unlisted). Pregnancy was considered related to essure, while causality for abortion cannot be assessed due to the lack of information. Due to the lack of information, it is not clear if the reported ectopic pregnancy and suspicion of miscarriage are the same or if they refer to different episodes and even if they were confirmed. Therefore, both events were kept in the case. Heavy bleeding (listed) and dermoid cyst on my right ovary (unlisted) are serious as medically significant. During essure therapy abnormal genital bleeding and menses pattern changes may occur; therefore a causal relationship between the event heavy bleeding and essure cannot be excluded. Dermoid cysts (mature cystic teratomas) are the most common ovarian tumor. The mechanism by which these cysts develop is possibly by failure of meiosis. Considering the nature of dermoid cyst on my right ovary, it was considered unrelated to essure therapy. Also, non-serious events were reported. This case was regarded as incident since serious injury was reported (ectopic pregnancy). Product technical complaint analysis concluded unconfirmed quality defect and that, based on the available information, there is no reason to suspect quality defect of the product. Further information could not be obtained.